Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 3006705815-2020-32582, 1627487-2020-33492. It was reported that the patient's scs system was explanted due to a suspected infection. The suspected infection was unconfirmed as no infection was found. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.